Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additional information was provided to field b1: adverse event/product problem, b2: outcomes attrib to adv. Event, b5: describe event or problem, d7: explant date, d10 device avail for evaluation, and d10: returned to manufacturer date. Additional information was received that this device was explanted, and returned to boston scientific for analysis. This report will be updated once analysis is complete. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Additionally, it was alleged that there was some oversensing on the atrial channel resulting inappropriate mode switches, high rate atrial sensing has an impact on device longevity. Data analysis was reviewed and technical services (ts) recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Additionally, it was alleged that there was some oversensing on the atrial channel resulting inappropriate mode switches, high rate atrial sensing has an impact on device longevity. Data analysis was reviewed and technical services (ts) recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided to field b1: adverse event/product problem, b2: outcomes attrib to adv. Event, b5: describe event or problem, d7: explant date, d10 device avail for evaluation, and d10: returned to manufacturer date. Additional information was received that this device was explanted, and returned to boston scientific for analysis. This report will be updated once analysis is complete. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Additionally, it was alleged that there was some oversensing on the atrial channel resulting inappropriate mode switches, high rate atrial sensing has an impact on device longevity. Data analysis was reviewed and technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.